Manufacturer narrative:
The skyline expansion tip driver (part # 286830500, lot # gm4788602) was received at us cq. Upon visual inspection, the distal tip of the driver was twisted in the direction of tightening. Due to the worn condition of the tip, device functionality was compromised. The noted issues were consistent as end of life indicators for the device. No other issues were identified with the returned device. After a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot ==> null, a review of the receiving inspection (ri) for skyline expansion tip driver was conducted identifying that lot number gm4788602 was released in a single batch. Batch1: lot units were released on 21nov2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reporter that on (B)(6) 2020, during an unknown procedure while inserting screws, the surgeon stated that the screwdriver was not holding the screw like normal. All four screws in construct were inserted without any further issues. After inspection, the tips of both screwdrivers show wear and need to be replaced. There was no surgical delay. Procedure was successfully completed with screwdrivers. Patient status is stable. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown). (B)(4) ¿ captures the complaint involving a confidence spinal cement system 283910000; (B)(4) - captures the complaint involving a rod connector 498.922. This report is for one (1) skyline anterior cervical plate system expansion tip screwdriver. This is report 1 of 2 for (B)(4).